Event description:
It was reported to philips that c-arm movement failure due to defective potentiometer on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the potentiometer assembly and detector, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).